Manufacturer narrative:
Manufacturer's investigation conclusion:a specific cause for the reported patient outcome as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number vad-9445, could not conclusively be determined through this evaluation.the relevant sections of the device history records for vad-9445 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 22feb2011.the heartmate ii lvas IFU and the heartmate ii patient handbook are currently available.section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2022. The cause of death was not provided. Due to patient privacy laws the managing hospital did not communicate patient outcome information. There were no device related issues at the time of the patient outcome. The device was not explanted.